Manufacturer narrative:
(B)(4). The report received from the affiliate indicated that during a stent assisted coil embolization of a dissecting aneurysm of the right vertebral target lesion, the enterprise delivery wire was withdrawn after coiling aneurysm and it was noted that the distal tip of the delivery wire was fractured/separated and remained in the patient. This was confirmed with x-ray. The enterprise vrd delivery wire was reported to have been prolapsed repeatedly during the procedure and remained in a fixed/prolapsed position during the procedure in the distal vasculature. The delivery wire was not torqued against resistance and there was no resistance during withdrawal. The fractured/separated tip remained in a fixed/stable position in the patient. No attempt was made to retrieve the fractured/separated piece. The patient was reported to be fine. No adverse effect was reported as a result of the product issue. The approach for the elective procedure was via femoral access. The target lesion was not a bifurcation lesion. An adequate/continuous flush was maintained to the micro-catheter at all times. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problem noted. There was no reported product issue with the prowler select plus microcatheter. There was no reported loss of access to the target lesion. The product was returned for inspection. One non sterile enterprise vrd and delivery was received inserted into the prowler select plus microcatheter, both coiled inside of a plastic bag. The delivery wire was received fractured at the distal section. The distal separated section and the enterprise stent were not received for analysis; as reported, they remain implanted. The microcatheter only presented a slight flattened condition at 15cm from distal end. The fractured area of the enterprise delivery wire was inspected under microscope and was noted that the coil wire was fractured, also a foreign material was observed over the core wire, the sample was sent to sem and x-ray analysis to identify the cause of wire/coil fracture and the material composition of the foreign matter. The results of the sem analysis showed that the core wire fracture surfaces presented evidence of smearing and ductile dimples. Stretching and/or pulling could be related to these surface characteristics. The coil wire fracture surface presents with a "necked down" appearance. It appears that the separation occurred while the coil was being stretched/ pulled due to the "necked down" condition; however the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. (B)(4). The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminate/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01429043. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported enterprise delivery wire separation was confirmed. Although the exact cause of this condition could not be conclusively determined, the characteristics observed with sem analysis suggest that the fractured may have been caused by stretching/pulling. The device did not present any obvious indication of manufacturing defect or anomaly contributing to the event as reported. Vessel characteristics and device manipulation including the reported repeated prolapsing of the delivery wire and remaining in a fixed/prolapsed position during procedural use may have contributed to the event. With review of the device history records and analysis, there is no indication of any relationship to the manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The procedure was elective. The approach for the procedure was femoral. There was no reported withdrawal difficulty of the enterprise vrd delivery wire. There was no reported product issue with the prowler select plus microcatheter. There was no reported loss of access to the target lesion. An adequate/continuous flush was maintained to the micro-catheter at all times. Both products were inspected prior to use and appeared to be normal. Both products were prepped properly according to the instructions for use (IFU) with no problem noted. The enterprise vrd delivery wire was reported to have been prolapsed repeatedly during the procedure and remained in a fixed/prolapsed position during the procedure in the distal vasculature. The delivery wire was not torqued against resistance. The target lesion was not a bifurcation lesion. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a dissecting aneurysm of the right vertebral target lesion, the physician deployed an enterprise vrd and delivery stent. A prowler select plus microcatheter was used for the procedure. The physician coiled the aneurysm and withdrew the delivery wire for the enterprise vrd device. Inspection of the product after being removed from the patient indicated the tip of the delivery wire was fractured/separated and remained in the patient. This was confirmed under x-ray. The fractured tip remained in a fixed/stable position in the patient. No attempt was made to retrieve the fractured/separated piece. The patient was reported to be fine. No adverse effect was reported as a result of the product issue.